Manufacturer narrative:
There was no effect on the patient but this malfunction has been filed as an MDR in the past.

Event description:
Screwdriver tip broke off during surgery. The tip was recovered and discarded. Report 2 of 2.